Manufacturer narrative:
Insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Insulin pump was received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer was wearing the device at time of hospitalization. Device passed the high pressure test. Customer wanted the device replaced. Customer agreed to return the device for analysis.